Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had not used their implantable neurostimulator (ins) because they did not like the sensation and it was not really helping their pain as effectively as they thought it would. It was noted that an MRI was done after a successful trial but before the implant of the ins because of an increase in pain. There was no allegation that this pain was due to the trial. The MRI results were normal and showed no issues so they went on to the permanent ins device. The patient stated that they had been reprogrammed several times by the manufacturer's representative because their pain was not under control. The patient indicated that they needed the device removed to have an MRI and other medical tests done due to a pre-existing back condition and spinal fusions. The indications for use for the implanted device were noted as non-malignant pain and failed back surgery syndrome. The patient later reported that the circumstances that led to the lack of therapeutic effect including the patient having had 2 spine fusion surgeries only 5 months after implant. The patient did not use it during rehab and when it was put back on, it was not beneficial. The patient tried it and did not like it. After the 2 surgeries the stimulation irritated the leg more.